Event description:
A customer reported to beckman coulter (bec) that about 2cc of animal blood and diluent dripped from the probe on their coulter act diff analyzer after aspiration and pooled onto the counter top. The event occurred at the veterinary facility. The customer stated the analyzer aspirated the blood but was spitting it back out. The leak was not contained within the instrument. The instrument did not generate any results or errors. The operator was wearing personal protective equipment (ppe), consisting of a lab coat and gloves at the time of the event. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse found the probe wipe block was dripping upon arrival. The fse replaced valve vl8 to resolve the leak. While at the customer site, the fse also observed the red blood count (rbc) on controls was below target value on all 3 levels, and out low on the high level only. The fse adjusted the rbc calibration factor to bring the mean recovery to assay target value. Failure mode of this event was attributed to valve vl8. (B)(4).